Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's friend reported via phone call of a button error alarm from the insulin pump. The customer's blood glucose level was unknown. The customer stated that she had to press the button on the pump several times before she can bolus. The customer stated that the act button is not working properly. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.